Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis.the investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system (wds) was used with a double curve watchman® access system. The closure device was deployed, but it landed too proximal, so the device was fully recaptured. There were imaging sweeps performed after the 27 mm wds and was were removed and no pe was noted at that time. A new anterior curved was selected. The was deep seated in the distal portion of the anterior chicken-wing shaped laa. When contrast injection was done to confirm was position, a small perforation was observed at the right angle bend of the anterior chicken wing. This led to a pericardial effusion, a pericardial tap was performed and only about 50 cc of blood was removed. At the same time the tap was being performed, the implanting physician deployed a 24mm watchman ® laa closure device. The device met all criteria and was therefore released. The was pulled back to the right side of the heart so that protamine could be given. The patient was monitored on the table for an additional hour during which time no more fluid could be removed. The patient suffered no neurological issues or any other issues. The patient current status is fine.